Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and meshes were implanted and on (B)(6) 2011 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to second to third degree rectocele, second degree cystocele, stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent cystoscopy with transurethral injection of durasphere on (B)(6) 2008 due to urinary incontinence secondary to intrinsic sphincter deficiency. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4).